Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. Evaluation had upstream occlusion testing performed. The device was found passing testing. No correction is required. The reported failed to detect an upstream occlusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to detect an upstream occlusion during a primary infusion of norepinephrine on a patient at the cardiac intensive care unit (cicu). The rate of administration was 8mg/250ml at 0.2mcg/kg/min (46.9ml/hr). The line was observed to be fully occluded by a kink outside of the pump right below the drip chamber. The patient didn't receive the medication for an unknown amount of time, and it went unnoticed until the patient became hypotensive. Once the tubing was unkinked the patient received a bolus of norepinephrine and became hypertensive. The patient recovered from the event. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.